Event description:
The consumer called into customer care concerned about, "her blood glucose results." According to the consumer, she performed a blood glucose test (B)(6) 2015 at 4:34pm getting a result of 110 mg/dl before dinner. According to the consumer, she "woke up at 4:20am on (B)(6) with 'low sugar' symptoms." The consumer reported she performed a blood glucose test getting a result of 124 mg/dl. The consumer did not believe this result to be accurate based on how she was feeling at that time. The consumer reported she consumed 'a couple of' glucose tablets, an oatmeal cookie and a glass of milk to help raise her blood glucose level. It was discovered during the call to customer support she performed a control solution test using a competitor's solution. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution.

Manufacturer narrative:
The meter and test strips were returned for evaluation. Test strip lot # 1020214287 expiration date: 10/2016. Control solution lot # none. Per label copy/package insert-unexpected results. High or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be -nova max test strip insert- quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.